Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances, such as chb are known potential adverse effects per the device IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, and a conclusive cause could not be determined from the limited information available. In this case, fourteen days post implant, chb remains and no additional treatment was reported. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was reported. A permanent pacemaker was implanted two days following the valve implant procedure. An electrocardiogram (ECG) fourteen days following valve implant revealed chb. No additional adverse patient effects were reported.